Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/12/2015 with the following findings: the display lens was found to have been scratched. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was scratched and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.